Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the heavily calcified right common femoral artery with a proglide device via a 4f micro-puncture sheath then upsized to a 6f using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, due to heavy calcification at the access site, the needles of the proglide device could not be deployed at the 2 o'clock position. The sutures of two additional proglide devices were successfully placed using the preclose technique at the 1 o'clock and 9 o'clock positions. The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.